Manufacturer narrative:
A voluntary MDR was submitted by the risk manager at the hospital under mw5114907. Investigation is ongoing. Device not returned.

Event description:
As reported by the field clinical specialist, during the deployment of a 23mm sapien 3 ultra valve in the aortic position via transfemoral approach, the delivery system balloon ruptured upon deployment. There was no patient injury. Additional information received noted that the balloon was fully inflated when it burst with +1cc added. Tortuosity and calcification were both mild.

Manufacturer narrative:
A technical summary written by edwards applies to this event, therefore an engineering evaluation is not required. The complaint was confirmed by visual inspection of the returned device . However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per the event description, 'during the deployment of a 23mm sapien 3 ultra valve in the aortic position via transfemoral approach, the delivery system balloon ruptured upon deployment.' As per follow up information, the patient had a mild degree of calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of +1cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst. The technical summary is applicable to this complaint. As such, an engineering evaluation is not required. Control limits are managed and assessed through this document. This event reports a balloon burst during thv deployment that has not resulted in a patient harm or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete and no further action is required. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.